Event description:
It was reported that the relion® insulin syringe experienced no label or missing label information. The following information was provided by the initial reporter: material no:328510, batch no: 7044916. Consumer requested expiration date on syringes. Consumer stated that there was no expiration date on the box but there was a 2017 purchase date on the prescription label.

Manufacturer narrative:
Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7044916. All inspections and challenges were performed per the applicable operations qc specifications. There was one notification [200685464] noted that did not pertain to the complaint. This batch was manufactured before expiration dates on packaging. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the relion® insulin syringe experienced no label or missing label information. The following information was provided by the initial reporter: material no:328510, batch no: 7044916. Consumer requested expiration date on syringes. Consumer stated that there was no expiration date on the box but there was a 2017 purchase date on the prescription label.